Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had blood glucose levels of 417 mg/dl. The customer stated that the high blood glucose levels were due to lack of exercise, gout, and a skin infection at the insertion site of the infusion set due to leaving it in for 3 days. Bent cannula was also reported. Troubleshooting was declined. No additional information was provided.